Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via operative notes regarding a patient receiving baclofen via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that on (B)(6) 2013 the patient was admitted and taken to surgery for removal of the pump and catheter due to an infection, an inflammatory reaction to the device, and skin erosion/exposed pump at the pump site. The patient had produced erosion of the lateral aspect of the pump secondary to repeated abrasion with his right upper extremity. During the procedure, the pump was removed and disconnected from the catheter and good flow was demonstrated. A csf (cerebrospinal fluid) sample was sent from this connection. The capsule of the pump was cultured as well. The catheter was then removed and a pursestring suture was placed around the exit site of the catheter. The eroded skin edges in the pump pocket were trimmed; the wounds were irrigated with copious amounts of antibiotic saline solution; and closed. Sterile dressings were applied and the patient was awakened and returned to the recovery suite in stable condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.